Manufacturer narrative:
No product was received for investigation. Additionally, no pictures or videos documenting the issue were provided by the customer. Therefore, a comprehensive investigation cannot be performed and a root cause cannot be determined. A design/manufacturing review could not be completed as no lot number was provided.

Event description:
The event involved a primary plum tubing set that was set to deliver an unspecified solution with heparin at 1ml/hr via a 3.5 fr. Umbilical artery catheter (uac) on a baby with an unknown gestational age. After an unspecified amount of time, the nurse noted the uac was clotted. There was no report of kinking or visual concern with the tubing set. The cause of the clotted uac is unknown. No further information is available.